Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.